Manufacturer narrative:
Block d2b: nhl, pjs.

Event description:
It was reported that during a procedure to washout the burr hole cover incision (reported in MFR# 3006630150-2024-09360) for a deep brain stimulation (dbs) patient, low impedance measurements were observed. Additionally, at that time, the implantable pulse generator (ipg) battery appeared to be depleting rapidly. As a result, the ipg was replaced; postoperatively the patient did well, and impedance readings and rapid battery depletion were resolved. It was noted that the physician used a bovie during the procedure.

Event description:
It was reported that during a procedure to washout the burr hole cover incision (reported in MFR# 3006630150-2024-09360) for a deep brain stimulation (dbs) patient, low impedance measurements were observed. Additionally, at that time, the implantable pulse generator (ipg) battery appeared to be depleting rapidly. As a result, the ipg was replaced; postoperatively the patient did well, and impedance readings and rapid battery depletion were resolved. It was noted that the physician used a bovie during the procedure.

Manufacturer narrative:
Block d2b: nhl, pjs. Analysis of the returned ipg revealed the device would not charge despite multiple attempts, and communication could not be established with a known working remote control or clinician programmer (cp). As such, the data logs could not be retrieved or analyzed, and functional testing could not be performed. The ipg was cut open, and the internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance is expected. This confirmed that the application-specific integrated circuit (asic) chip was damaged; damage indicative of exposure to external high voltage/high current transient sources.